Event description:
It was reported that the merlin@home transmitter power cord was sparking. The patient was sent a replacement transmitter. There were no reported patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on 25 march 2025.